Event description:
Three patient samples with discrepant results on multiple tests. Patient 1, initial albumin result 5.0 g/dl, repeat 4.3 g/dl. Initial bicarbonate result 22 mmo/l, repeat 28.9 mmo/l; initial calcium result 10.5 mg/dl, repeat 9.6 mg/dl. Patient 3, female, (B) (6), initial total protein result 9.2 g/dl, repeat 7.5 g/dl. Initial results were not reported. The field service representative determined there was a problem with the sample probe. The instrument was repaired.

Event description:
Three patient samples with discrepant results on multiple tests. Patient 3, initial total protein result 9.2 g/dl, repeat 7.5 g/dl. Initial results were not reported. The field service representative determined there was a problem with the sample probe. The instrument was repaired.

Event description:
Three patient samples with discrepant results on multiple tests. Patient 2, initial bicarbonate result 22 mmo/l, repeat 28.9 mmol/l; initial calcium result 10.5 mg/dl, repeat 9.6 mg/dl. Initial results were not reported. The field service representative determined there was a problem with the sample probe. The instrument was repaired.